Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that patient was hospitalized due to diabetes ketoacidosis, hyperglycemia on (B)(6) 2024 and blood glucose level was 600 mg/dl at the time of event and was managed by insulin pen. Patient also tested positive for ketones. Length of hospitalization was 24 hours. Symptoms at the time of event was vomiting. No further information available.